Event description:
An initial event notification was received by sequel med tech, llc, on 29-mar-2026 and forwarded to millyard advanced medical products, llc on the same day. It was reported that the user received a cassette empty alarm while on an airplane, resulting in an 18-hour interruption in insulin delivery. Upon resuming twiist therapy, the user experienced persistent hyperglycemia up to 472 mg/dl. The user reported symptoms of chest pain and an "itchy torso." To address the reported hyperglycemia, the user planned to change their cleo 90 infusion site; however, they were unable to find any skin tac to promote adhesion. Consequently, the patient elected to transition to another manufacturer's pump to resolve the event. The user remains ongoing on their twiist pump.

Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide explains the cassette empty alarm and the recommended actions associated with it. Users are also instructed to have a backup insulin therapy available at all times. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.